Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported via phone call of issues with the customer's insulin pump and high blood glucose levels. The customer's blood glucose level at the time was 460mg/dl. The customer treated with bolus and manual injections. The customer was not able to troubleshoot at the time of call. The customer will be calling back at a later time to troubleshoot.